Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device breakage ("essure fragmented") in a (B)(6) -year-old female patient who had essure (batch no. 50512912) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 6 years 8 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pruritus ("abdominal pruritus") and pelvic pain ("pelvic pain"). The patient was treated with surgery (on (B)(6) 2017 essure was removed via celioscopy, ligation of tubes was performed). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, abdominal pain, pruritus and pelvic pain had not resolved. The reporter provided no causality assessment for abdominal pain, device breakage, pelvic pain and pruritus with essure. The reporter commented: essure insert was damaged. The instructions for use were respected. There was no deviation from the placement procedure as described in the instructions for use. Removal was medically necessary and also done at the request of the patient. The damaged part was retrieved from uterus and fallopian tube. Removal method: hysteroscopy, laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure was fragmented, damage was discovered via ultrasound . The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1.694 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 21-aug-2017: device breakage questionnaire received - patient initials, date of birth and age added. Essure was inserted on (B)(6) 2010. Events pelvic pain and abdominal pruritus were added. Essure was removed. Outcome of events updated to not recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device breakage ("essure fragmented") in a (B)(6) female patient who had essure (batch no. 50512912) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 6 years 8 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pruritus ("abdominal pruritus") and pelvic pain ("pelvic pain"). The patient was treated with surgery (on (B)(6) 2017 essure was removed via celioscopy, ligation of tubes was performed). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, abdominal pain, pruritus and pelvic pain had not resolved. The reporter provided no causality assessment for abdominal pain, device breakage, pelvic pain and pruritus with essure. The reporter commented: essure insert was damaged. The instructions for use were respected. There was no deviation from the placement procedure as described in the instructions for use. Removal was medically necessary and also done at the request of the patient. The damaged part was retrieved from uterus and fallopian tube. Removal method: hysteroscopy, laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure was fragmented. Damage was discovered via ultrasound . The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 30-jan-2018 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 2149 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2018: quality-safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device breakage ("essure fragmented") in a female patient who had essure (batch no. 50512912) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 6 years 8 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure was removed via celioscopy, ligation of tubes was performed). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain and device breakage with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure was fragmented. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1664 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 1-aug-2017: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device breakage ("essure fragmented") in a female patient who had essure (batch no. 50512912) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 6 years 8 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain. The patient was treated with surgery (on (B)(6) 2017 essure was removed via celioscopy, ligation of tubes was performed). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain and device breakage with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure was fragmented the list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1.661 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 5-jul-2017: case correction following internal review: essure lot number was reported as 50512912. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of device breakage ("essure fragmented") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On (B)(6)2017, 6 years 8 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6)2017 essure was removed via celioscopy, ligation of tubes was performed). Essure was removed on (B)(6)2017. At the time of the report, the device breakage and abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain and device breakage with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure was fragmented. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 10-jul-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1648 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.